Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received eight inappropriate shocks. The physician elected to re-enable the smartpass feature and switched to the secondary sensing vector. Additionally, boston scientific technical services (ts) was contacted for review, but only data for one of the shocks was provided. Nevertheless, ts confirmed that the shock was delivered due to over-sensed non-physiological artifacts, potentially originating from the proximal sense b node. It was recommended to perform x-ray imaging to confirm appropriate system placement and connection, as well as in-clinic integrity testing to evaluate whether the artifacts are reproducible. Should no abnormalities be observed, ts confirmed that the device could remain programmed in the secondary sensing vector. If any suspicion of an integrity occurs, the electrode or the entire system could be explanted and replaced to resolve the event. Recently, it was indicated that the physician elected to keep the device programmed to the secondary sensing vector and continue with normal follow-up appointments. The physician determined that the patient's frequent ventricular extrasystoles and low amplitude measurements likely contributed to the inappropriate therapy. A pulsed field ablation is anticipated at an unspecified point in the future to better control the patient's ventricular extrasystoles. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received eight inappropriate shocks. The physician elected to re-enable the smartpass feature and switched to the secondary sensing vector. Additionally, boston scientific technical services (ts) was contacted for review, but only data for one of the shocks was provided. Nevertheless, ts confirmed that the shock was delivered due to over-sensed non-physiological artifacts, potentially originating from the proximal sense b node. It was recommended to perform x-ray imaging to confirm appropriate system placement and connection, as well as in-clinic integrity testing to evaluate whether the artifacts are reproducible. Should no abnormalities be observed, ts confirmed that the device could remain programmed in the secondary sensing vector. If any suspicion of an integrity occurs, the electrode or the entire system could be explanted and replaced to resolve the event. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received eight inappropriate shocks. The physician elected to re-enable the smartpass feature and switched to the secondary sensing vector. Additionally, boston scientific technical services (ts) was contacted for review, but only data for one of the shocks was provided. Nevertheless, ts confirmed that the shock was delivered due to over-sensed non-physiological artifacts, potentially originating from the proximal sense b node. It was recommended to perform x-ray imaging to confirm appropriate system placement and connection, as well as in-clinic integrity testing to evaluate whether the artifacts are reproducible. Should no abnormalities be observed, ts confirmed that the device could remain programmed in the secondary sensing vector. If any suspicion of an integrity occurs, the electrode or the entire system could be explanted and replaced to resolve the event. Recently, it was indicated that the physician elected to keep the device programmed to the secondary sensing vector and continue with normal follow-up appointments. The physician determined that the patient's frequent ventricular extrasystoles and low amplitude measurements likely contributed to the inappropriate therapy. A pulsed field ablation is anticipated at an unspecified point in the future to better control the patient's ventricular extrasystoles. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.